Manufacturer narrative:
Device is combination product. (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-04919. It was reported that during a stenting treatment procedure, poor stent apposition occurred. (B)(6) 2011: the patient underwent a myocardial perfusion imaging study which revealed a small to medium sized area of ischemia in the lateral wall. The patient was asymptomatic. Cardiac catheterization revealed in stent restenosis in the left anterior descending coronary artery (lad). The distal stent had 90% stenosis at the distal portion of stent and 60% stenosis in the native vessel between two stents. Using a 3.0 guide catheter and a non-bsc guide wire, a 2.5x28mm taxus ion stent was advanced for direct stenting and deployed at 11atm for 15 seconds in the distal lad across the previously placed stent and a 2.5x24mm taxus ion stent was deployed at 16atm for 26 seconds in an overlapping fashion in the mid lad. Following deployment, it was noted that there was some under expansion of the stents. This was treated with post dilation using a 2.5x15mm nc quantum apex balloon. Final angiography revealed excellent results and timi-3 distal flow with no evidence of dissection or perforation. The patient was discharged the next day on aspirin and clopidogrel.